Manufacturer narrative:
(B)(4). This event is being filed as an MDR as the patient reported a tooth loss (permanent impairment to body structure) and the invisalign product was being used at that time.

Event description:
The patient reported the symptoms of fever, shivers, difficulty breathing, full upper body rash, swollen gums, redness and irritation of the oral mucosa. The patient reported visiting a dermatologist to alleviate the reported symptoms. The patient reported being prescribed cortisone (steroidal anti-inflammatory) and antihistamines (unspecified). The patient discontinued the use of the aligners on (B)(6) 2018 and is currently back to normal (symptoms are gone). The treating doctor considered the event was serious and could have been life threatening to the patient if the treatment was continued.